Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (hip/buttocks) while wearing the device for less than 1 hour. The patient's blood glucose levels rose above 300 mg/dl. The patient felt pain at the insertion site and removed the pod on the night of (B)(6) 2024. The patient applied betaisodona cream but the infection worsened. The patient went to the(B)(6) emergency room (ER) on (B)(6) 2024 and had minor surgery on the abscess. The following day, the patient went back to the ER and completed the second part of the surgery. Between the two days, the patient was at the hospital for three hours. The patient was prescribed antibiotics and painkillers once the surgery was done. The pod was discarded.